Event description:
Major pump unit(s) involved: device thrombosis. Specific component(s) involved: outflow graft malfunction/malposition.

Event description:
Major pump unit(s) involved: device thrombosis.additional text: thrombosis in the outflow graft.specific component(s) involved: outflow graft malfunction/malposition.additional text: thrombosis.other component:causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): replacement of internal controller; replacement of driveline; replacement of inflow graft; replacement of outflow graft; replacement of pumpother intervention :implant device type: lvad.